Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported an 82-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after 38 hours of support, the pump stopped repeatedly and was restarted. Upon restart, the pump had low flows/suction that prompted the team to explant the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop and low pump flow issues has been completed since the original report was filed. The pump was returned for analysis. The data logs show a motor current spike and confirm pump stop due to 'motor current high' alarms, as well as a continuous suction after restarting the pump. Upon product evaluation, biomaterial was found wrapped around the impeller at the inflow cage. The root cause of the temporary pump stop was determined to be biomaterial.